Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "rupture, capsular contracture baker grade iii and exchange of textured devices". This record is for the left side. Device was explanted and it is unknown if the device was replaced. Device will not be returned.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional reported "rupture, capsular contracture baker grade iii and exchange of textured devices". Healthcare professional later reported "seroma". This record is for the left side. Device was explanted and it was not replaced.